Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that she changed her infusion set and passed out for 3 hours. The customer may have suffered from a low blood glucose event. The customer received a recall letter and found that all of her infusion sets were affected. Troubleshooting was declined on the insulin pump. The insulin pump was not returned for analysis.